Event description:
It was reported that this inflatable penile prosthesis (ipp) has malfunctioned due to a fluid leak in the reservoir. It is the third device for this patient. A surgery has been requested for the physician.